Event description:
Pt experienced multiple low blood glucose events (<50 mg/dl) in a ten hour time period. Pt self-treated with fruit juice. Pt felt pump was over delivering insulin. Pt stated device has been dropped and she does reuse her adpaters, which is not recommended. Pt switched to her backup device and did not experience any more low blood glucose events. Pt is currently feeling ok.